Manufacturer narrative:
Olympus technical assistance center (tac) support called customer to troubleshoot the device. Customer reported that the main fan at the back of the unit did not power on. After troubleshooting, tac advised customer to send the device in for repairs. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
It was reported to olympus that, the evis exera ii xenon light source fan was not working when powered on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.